Event description:
It was reported the implantable pacing lead dislodged the night after initial implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947 implantable pacing lead, (B)(6) 2014; 5076 implantable pacing lead (B)(6) 2014. (B)(4).